Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged / defective tubing.the following information was provided by the initial reporter: we have had a second tubing burst during contrast. Same place as last time- pump segment. Sample availability is unknown.cat# of product being complained: al2420-0007description of product: gem v/nv 20d 1cv 2ss dehp-free 20ea/calot or s/n: (B)(6)complaint category: fail to function / defectivecomplaint noticed: during / after useproblem frequency: a few timespatient injury: noqty affected: 1 ea.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.